Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of an implantable pulse generator (ipg) a remote transmission was sent as a pre-discharge evaluation. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed diminished sensing and possible undersensing was noted on the current electrogram (egm). Follow up was conducted with the company field representative. The field rep stated that there were no issues with the device system. The system was interrogated, and no issues were found, and no reprogramming was completed. The rep indicated that the physician felt this was part of the normal healing process. The lead remains in use. No patient complications have been reported as a result of this event.